Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region consistent with the procedural damage. No other anomalies or distortion of the helix noted that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure on (B)(6) 2024, it was noted that the helix of the right ventricular (rv) lead failed to retract. The rv lead was not used and unknown if it was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.